Event description:
It was reported that right ventricular (rv) lead dislodgement was noted under x-ray and likely due to twiddlers syndrome. The lead was explanted and replaced. The patient is in stable condition.

Manufacturer narrative:
A complete lead was returned in one piece. Visual examination found the helix was stretched / bent consistent with procedural damage. X-ray examination found the inner coil was overtorqued consistent with procedural damage. Unable to perform helix mechanism / extension length test due to the damaged helix. Electrical testing did not find any indication of conductor fractures or internal shorts.